Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to load a 13.2mm tmicl13.2; -8.00/1.00/092 (sphere/cylinder/axis) implantable collamer lens; the lens had tore loading into the cartridge. This occurred on (B)(6) 2021. A back up lens of the same model/length and this resolved the problem. The cause of the event was noted as "other" and clarified there was no product issue.

Event description:
The reporter indicated that while attempting to load a 13.2mm tmicl13.2; -8.00/1.00/092 (sphere/cylinder/axis) implantable collamer lens; the lens had tore loading into the cartridge. This occurred on (B)(6) 2021. A back up lens of the same model/length and this resolved the problem. The cause of the event was noted as "other" and clarified there was no product issue.

Manufacturer narrative:
Claim#: (B)(4).